Manufacturer narrative:
An event of the perivalvular leak, explant of the valve due to device migration and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. It was indicated that the pigtail was deemed to have snagged the ncc side of the navitor valve and dislodged it from the native annulus. And also noted that the patient experienced multiple episodes of cardiac dysfunction and due to procedural and patient complications, and patient expired approximately tafter three to fours of the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported death was due to procedural condition but cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: it is reasonable to consider that the embolization of the navitor caused a cascade of events that led to the patient's death. Per the narrative, the cause of embolization was a technical/procedural issue with the pigtail interacting with the navitor upon its removal. We are not able to confirm if a wire was used for pigtail removal. Moreover, we do no have imaging to confirm the narrative. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." The physician is aware of the IFU warning; therefore, a letter will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimensions were diameter 28.5mm x 22.6mm (25.1mm mean diameter), perimeter 81mm and area 495mm2. The valve was difficult to prepare and load into the delivery system with two abbott certified valve loaders having challenges getting all three retainer tabs to seat into the retainer receptacles. Upon cine evaluation, it was noted that one of three retainer tabs not properly seated in the retainer tab receptacle, the valve was removed and discarded. A new 29mm navitor valve was prepared and loaded and deemed to be properly loaded under cine evaluation. The valve was successfully delivered and fully deployed within the native annulus at an optimal depth of 3-4mm. After final deployment and upon removal of the pigtail catheter from the non-coronary cusp (ncc), the pigtail was deemed to have snagged the ncc side of the navitor valve and dislodged it from the native annulus. The navitor valve was subsequently snared and moved aortically away from the coronary vasculature. A non-abbott valve was implanted in the native annulus, but had significant aortic insufficiency (ai) and paravalvular (pv) leak. Patient experienced multiple episodes of cardiac dysfunction and due to procedural and patient complications, approximately three to fours after the procedure patient expired in coronary care unit (ccu) post procedure. The cause of death was cardiac arrest.